Event description:
The facility reported gauze fibers came off of the sponge and fell into the surgical site.

Manufacturer narrative:
It was reported that the gauze was used to blot the wound and strands from the gauze were left in the wound when the 4x4 was removed. The strands were manually removed by the surgeon. There was no serious injury or additional intervention required. The actual samples were not retained for evaluation and we have no remaining stock with the reported lot number. In the absence of a sample, a root cause cannot be determined.